Event description:
It was stated that the customer was at the doctor's office and it was noticed that the insulin pump is not giving the correct amount of insulin. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.